Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Red status indicator flashing with pad-pak a3133 expiry april 2023. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 500p and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6)2015 . The DHR for the returned pad-pak from lot a3133 was reviewed, which revealed it was 1 of 200 pad-paks manufactured on the (B)(6)2019 , 174 of which were shipped to ¿htm medico¿ on the (B)(6)2019 . The device was returned for ¿red status indicator flashing¿. Information from the device memory showed one failed self-test on the 3rd march 2019 due to low battery. The user would have been alerted with a ¿warning low battery, device service required¿ prompt alongside a flashing red status led as per the reported fault. During investigation, the returned pad-pak from lot a3133 performed to specification and measured consistently with a pad-pak of its expiry (april 2023). It is therefore assumed that the low battery warning had been triggered by the pad-pak that was shipped with the device from lot b1149. However, this pad-pak had an expiry of may 2019 and was therefore still within two months of expiry prior to the low battery fail, which could indicate a fault had been present on the pad-pak. The pad-pak was not returned for investigation. No fault was found on the returned sam 500p during investigation that would have resulted in a low battery warning. The device was temperature cycled between 0-50°c for 48 hours. Further stress testing was then carried out at 50°c 95%rh for 5 days. The pad-pak ocv/ccv and device current drain were measured before and after this stress testing with no significant changes observed. This combined testing equates to approximately 9.5 years of normal use without fault. During investigation, a scenario was replicated in which a device was put into fault mode by installing a partially depleted pad-pak, before installing a known good pad-pak without power cycling the device. This resulted in the reported fault of a red status indicator with the good pad-pak installed. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Red status indicator flashing with pad-pak a3133 expiry april 2023. There was no patient involved in this event.